Manufacturer narrative:
(B)(4). This lot was manufactured between august 26, 2013 to august 28, 2013. Investigation summary: baxter received one sample for evaluation. Visual inspection showed no evidence of a ¿scar¿ inside the housing. The only observation noted was the white antioxidant located on the outer surface of the reservoir. Antioxidant is a component of the reservoir material. A functional test was performed by filling the reservoir with water to its nominal volume. After fill, the antioxidant disappeared on the surface of the reservoir. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a two day infusor had a ¿scar¿ on the inside of the housing. This was found before use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received by baxter and is currently awaiting evaluation. Upon completion of the device evaluation, or if any additional relevant information is received, a supplemental report will be submitted.